Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one syringe. Product packaging and label were returned, and product information was verified with tw. Visual evaluation was performed. The complaint sample appeared to be clean. The plunger was noted to be inserted fully into the syringe. The plunger flange was noted to be partially fractured. Therefore, the investigation is confirmed for the reported fracture. However, the investigation is unconfirmed for the reported material separation. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, UDI (unique identifier (UDI) #), g3, h4, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient prepared for a port placement procedure using powerport clearvue isp. During the preparation procedure, it was reported that the slip-tip syringe allegedly found broken. Reportedly, upon opening the package, a fracture was identified, which resulted in the material separation. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using powerport clearvue isp. During the preparation procedure the slip-tip syringe allegedly found broken. There was no patient contact.